Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 11.2-11.4cm, 11.8-12.3cm, and 12.3-13.2cm from the distal end of the trifurcation boot, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.